Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead exhibited high thresholds in multiple areas, and it dislodged and became kinked. A second ra lead was attempted which exhibited high thresholds and undersensing in multiple areas, and also dislodged. The leads were not used and a third lead was successfully implanted. No patient complications have been reported as a result of this event.